Manufacturer narrative:
Investigation: one (1) sample was received from the customer for investigation. The returned sample was visually examined and was found to be clogged as light was not able to pass through the needle. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the returned needle was clogged. However, as these occurrences would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It has been reported that one needle 30x1/2 rb has been found with a clogged needle before use. The following has been provided by the initial reporter: it was reported that there was another needle today with the exact same clogging issue. Had another needle today with the exact same clogging issue. Same needle 30 gauge bd precision glide lot 8324761. 2023-12-37. Ref 305106. I think we¿ve had at least 7 or 8 needles with this issue in the past few months.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one needle 30x1/2 rb has been found with a clogged needle before use. The following has been provided by the initial reporter: it was reported that there was another needle today with the exact same clogging issue. Had another needle today with the exact same clogging issue. Same needle 30 gauge bd precision glide lot 8324761, 2023-12-37, ref 305106. I think we¿ve had at least 7 or 8 needles with this issue in the past few months.